Event description:
It was reported that the device had a long charge time and a charge circuit timeout occurred. The device had reached end of service (eos), was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis confirmed longer than normal charge times. The device was able to successfully complete a 35j charge with nominal charge time with a reference or donor battery. The device functioned nominally with regards to pacing output, lead impedance, regulated supplies, and reference voltages. No hybrid anomalies were found. Based on the destructive analysis results, no internal short occurred in the battery. There was localized lithium discharge but no severing. Analysis of the returned device was inconclusive.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.